Event description:
The customer called and reported experiencing low blood glucose of 31 mg/dl. The customer stated the insulin pump was threshold suspended for two hours, but when basal rates resumed, his blood glucose was still low. The paramedics came and injected the customer with glucagon.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.